Manufacturer narrative:
The device has been received and we will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a (B) (6) pt, the device displayed a "pacer pad fault". Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.